Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): (1) complaint description "the device reported technical fault tf231009 (blower controller speed low), tf431001 (blower fault) and stopped working tf 446029 (ambient failure detected) ambient fault. Problem was solved with replacing with new blower module complete (msp160554/01)." (2) health impact no clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the investigation identified the root cause as a defective blower module. The module was replaced, and since then, the device has been operating normally without any further issues.